Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had his shoulder replaced in (B)(6) by a surgeon where he had a global unite anatomic construct implanted. The patient has experienced a irreparable rotator cuff tear. The decision was made to revise the anatomic construct to a reverse construct to provide the patient with a greater rom. Surgeon revised this construct and explanted the humeral head, anchor peg glenoid and the proximal body. The humeral stem was left in situ. A reverse epiphysis, reverse baseplate with 4 screws, glenosphere, humeral poly were implanted. Doi: (B)(6) 2020 dor: (B)(6) 2021 left shoulder.